Event description:
The dealer did not identify himself. They stated the rim was broken. When customer service told them the chair had been discontinued and the parts no longer available the dealer disconnected the call.